Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The device was used approximately 10 minutes into the case the white tissue pad fell off. The pad fell into the abdomen and was removed without any consequence to the patient. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis